Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Product procedure: unknown. Event description: "this is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Cannula tip fragmentation. Report from the sales rep. The customer noted at the end of the surgery, the cannula tip was fragmented inside the abdominal cavity. The fragment was removed from patient, but it is possible that all pieces are not accounted for. During intraperitoneal irrigation, any fragments were not confirmed. The surgery was successfully completed without replacing the event unit. The customer recognized heat or force from an instrument was applied to the cannula tip. Please determine the root cause and which the cannula tip damage came from heat or force from an instrument. Initial investigation report: the event unit was returned to us and visually inspected. The cannula tip was fragmented and melted(pic.1). The returned fragment(pic.2) is similar to the missing section on the cannula in shape(pic.3).the unit will be returned to amr for further evaluation. (B)(4). One seal, cannula, fragment returning. Please see component list." Type of intervention: the fragment was removed from patient. The surgery was successfully completed without replacing the event unit. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with a blue fragment. Visual inspection confirmed the complainant's experience of a fractured cannula tip. It was noticed that part of the blue fragment was melted/deformed. Based on the condition of the returned unit and the description of the event, it is likely that the tip fracture was caused by an instrument that was not fully closed before it was removed from the trocar. The damage to the fragment suggests that an energy instrument made contact with the tip of the cannula, which caused it to melt/deform. The probability and criticality of harm resulting from these failure modes have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.